Event description:
The user stated she was getting data alarms during operation of the analyzer and received erroneous results. Of the 60-75 specimens on the analyzer when this occurred, the user provided data for one serum sample which was discrepant. The initial potassium result was 7 mmol/l, the repeat result was 4.4 mmol/l. None of the erroneous results were released. The potassium electrode lot number was not provided. The field service representative determined the cause was a faulty ise unit and replaced it. To verify the analyzer operation, he performed instrument checks and qc.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.